Event description:
Health professional reported a lap-band system was explanted and replaced due to a band that "slipped." The event was first noted when the pt experienced "vomiting and [was] not tolerating fluids or solids."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time and the reporter indicated that the device will not be returned. Therefore no analysis or testing has been done. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Band slippage, vomit and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, vomit and dysphagia as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."